Event description:
Customer reported that their AED will not power on. The customer stated that she used a battery pack from another working unit and there was no service codes. The AED maintenance schedule is noted as monthly but there was no details noted. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED will not power on. The customer stated that she used a battery pack from another working unit and there was no service codes. Troubleshooting of the AED with the customer could not be performed. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.